Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4).

Event description:
It was reported that on: (B)(6) 2007: patient presented with the following pre-op diagnosis: lumbar stenosis. Procedure: instrumented posterolateral fusion l4-5. Procedure: a mixture of large rhbmp-2/acs and compression resistant matrix and local autograft were placed in the lateral gutters in the facet joints.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a l4-l5 posterolateral fusion on (B)(6) 2007 in which rhbmp-2/acs was used. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve compression at or near the implant site. It was reported that the patient now experiences chronic pain, radiculitis, emotional distress, and mental anguish.